Event description:
It was reported that the insulin pump alarmed motor error. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during rewind due to the corroded motor home switch. Unable to perform the displacement test due to the motor error alarm. The device had minor scratched lcd window and cracked case at the display window corner.